Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has become superficial due to the patient losing weight. In turn, the patient has been experiencing pain at their ipg site. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018 and the doctor moved the patient's ipg deeper in the pocket. Surgical intervention addressed the patient's issue.